Manufacturer narrative:
Correct adverse event aware date.

Event description:
It ws reported that during surgery, after connecting to the host, device will not work. The host screen gives an error message saying : "the aiming disc is damaged, please replace the other disc". Further information is unknown yet.

Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the device noted some ink markings on the silicon overmolding. The device was manufactured in 2017. The review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed which read, ¿sureshot targeter invalid or broken tool - please exchange.¿ thus, the stated failure was confirmed. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available. Please reference device (B)(4) when replenishing. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It ws reported that during surgery, after connecting to the host, device will not work. The host screen gives an error message saying : "the aiming disc is damaged, please replace the other disc". No delay involved and surgery was completed by free hand lock.